Manufacturer narrative:
Continuation of d10: product ID 388928, serial/lot# unknown, implanted: (B)(6) 2018, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 388928, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that there high impedances on all electrodes have been measured. Remaining battery life was 0-15%. Symptoms returned (fi) already a few months ago. It was unclear, whether this is due to high impedances or due to low battery. Also, it is unclear, whether high impedances are due to low battery or damage of the lead or implantable neurostimulator (ins). No cause known. No falls or surgeries. They increased amplitude for impedance measurement. Still high impedances. X-ray will be performed prior to replacement surgery. Revision of the lead will be performed on april 15th. The plan for that surgery is to first, check the motor responses. If motor response is sufficient, ins will be replaced and impedances will be checked again. If impedances are still high, lead will be replaced.

Manufacturer narrative:
Continuation of d10: product ID 388928. Lot# unknown. Implanted: (B)(6) 2018. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the x-ray will be performed intraoperatively on april 22nd. When asked the cause of the low battery 0-15% the rep answered eri. When asked what most like caused the issue, they answered asked, but unknown. The cause of the high impedance was undetermined. The ins battery was not yet replaced as the plan for surgery was postponed to april 22nd.

Manufacturer narrative:
Continuation of d10: product ID 388928 lot# unknown implanted: (B)(6) 2018. Explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the dislocation is not known. The patient does profit from the therapy again. The new lead had been connected to a new ins.

Event description:
Additional information was received. It was reported that the revision surgery was performed as planned on (B)(6) 2025. Prior to surgery, an x-ray of the sacral area was performed and showed a dislocated tined lead. The xray will be provided, as soon as it has become available and anonymized. During the surgery, the lead was disconnected from the ins and all electrodes were checked with a mini-hook cable. No motor response was observed on any of the electrodes. Healthcare professional (hcp) decided to explant the lead and implant a new one. The ins and the lead were both explanted and will be returned. Note, that the lead was damaged during explant (the electrodes 0 and 1 were almost ripped off.

Manufacturer narrative:
Continuation of d10: product ID 388928, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the returned ins serial# (B)(6) observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Analysis of the returned associated lead identified that the all conductors were broken 6.8cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.